Event description:
It was reported that the vns patient was being referred for prophylactic battery replacement and the patient was experiencing an increase in seizures. No further information was provided. Follow-up with the physician's office found the patient has been experiencing difficulty with medications however the relationship of this to the increased seizures was not specified. The site also indicated that the patient was being referred to a cardiologist for prolonged qt syndrome. The relationship of this syndrome to vns was not specified. The patient's vns was previously disabled on (B)(6) 2010, due to an unknown reason. It is unknown if the patient's vns has been re-enabled since then. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient's generator is likely.

Event description:
Additional information was received indicating generator replacement surgery has occurred. The explanted generator was returned and underwent analysis. The generator performed to specifications and no anomalies were found.